Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During service, the ht50 ventilator display was blank. There was no patient involvement. The service engineer found a broken alternating current (ac) connector on the power supply print circuit board (pcb) and the main pcb was faulty. The dual battery pac was updated, the power supply pcb and main pcb were replaced and the device passes all testing.